Manufacturer narrative:
Customer did not provide the part number or serial number of the reported cadd pump. Unable to provide manufacturing date as a result.

Event description:
Information was received regarding an unknown cadd pump. It was reported that there were air bubbles in the line and the pump was alarming despite flushing the tubing. This is noted to be a recurring issue. The particularly incident occurred during infusion, but treatment could still be fully administered. There was no clinical consequences observed. No injuries were reported.